Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose level of over 600 mg/dl. Customer stated that the drive support cap was normal. Customer was wearing the pump at time of hospitalization. The customer reported no delivery alarm during her insulin pump rewound and blood glucose was 386 mg/dl at the time. The customer¿s current blood glucose was 476 mg/dl. The customer also got no delivery alarm while doing a bolus. The customer¿s blood glucose was 386 mg/dl at the time of the incident. The customer¿s current blood glucose was 390 mg/dl. The customer treated her high blood glucose with insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Unit received with minor scratched display window and case.